Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor pairing failure to the ilet, with repeated ¿pairing with sensor¿ status and subsequent g7 sensor failure; the user performed a fingerstick blood glucose of 326 mg/dl, entered the value into the pump, and then started a new g7 with guidance. Symptoms included hyperglycemia. Outcomes included continued insulin delivery via the ilet after manual blood glucose entry and initiation of a replacement sensor. Investigation included customer service troubleshooting and user education on sensor change, pairing steps, and warmup expectations. Investigation of this case revealed a pairing failure limited to the ilet integration with the initial g7 sensor, followed by successful initiation of a replacement sensor pairing process. It was concluded that the event involved a failed g7 sensor and unsuccessful pairing to the ilet, with resolution through starting a new sensor and proceeding with pairing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.